Manufacturer narrative:
Date of event: unknown. Device is an instrument and is not implanted/explanted. (B)(4). Device history record review for part 314.743, lot 15808-01: release to warehouse date: may 05, 2011. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was treated with a non-synthes tibial nail for a right tibia fracture on an unknown date. Subsequently a non-union of the fracture developed, and on an unknown date a non-synthes cement spacer was placed to prepare for the masquelet technique for the staged bone graft procedure. On (B)(6) 2016, the patient was returned to the operating room for the procedure. The cement spacer was removed, and during the harvesting of the graft material from the right femur, the tip of the ria (reamer-irrigator-aspirator) drive shaft broke off in the 12.5mm reamer head. The drive shaft and reamer head were removed. The surgeon then used another ria drive shaft with a 12mm reamer head to continue the harvesting of graft. The second drive shaft tip broke off in the 12mm reamer head. There were no other ria drive shafts or reamer heads in the set, and in order to proceed with the surgery, another set had to be obtained by the consultant from a different hospital facility. This caused a 45-minute to one hour delay to the surgery. The alternate ria set was used, and the bone graft harvesting and implant into the tibia was successfully completed with no further problem. The non-synthes nail remained implanted. The patient reportedly remained stable throughout and following the surgery. Concomitant devices: ria tube assemblies sterile (part unknown, lot unknown, quantity 2), 12.5mm reamer head-sterile for reamer/irrigator/aspirator (part 352.251s, lot 7802655, quantity 1), 12.0mm reamer head-sterile for reamer/irrigator/aspirator (part 352.250s, lot 9982825, quantity 1). This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: upon initial investigation, it was observed that one 12.5mm reamer head, sterile, for ria (part 352.251, lot 9827820) was received broken, one unknown ria tube assembly (part unknown, lot unknown) was received with only the distal component and one 12.0mm reamer head, sterile, for ria (part 352.250, reported lot 9982825) was received stuck in the distal potion of the ria tube assembly. Thus, these devices were assessed in the investigation. A device history record (DHR) review, visual inspection, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The complaint condition is confirmed as the two drive shafts and one reamer head were received with broken portions and the ria tube assembly retainer component was received stuck with a reamer head and a broken portion of a drive shaft. The drive shafts were each received with the distal tip broken off. One of the broken tips was received captured in the reamer head and tube assembly and one small piece of a broken drive shaft was also received. The helix on one device has been deformed such that approximately 3mm of the distal portion of the raised edge has been separated and bent proximally. The 12.5mm reamer head was received with two of the proximal prongs broken off at the base and one of the proximal prongs broken off at the tab. The 12.0mm reamer head appears intact but is stuck in the distal end of the ria tube assembly and has the distal tip of a drive shaft stuck inside the proximal prongs. Only the distal retainer component of the ria tube assembly was received. The complaint condition is the result of an overload of forces to the distal end of the drive shaft the prongs of the reamer head resulting in stresses beyond the failure limit of the devices. This initial breakage likely resulted in the seized condition. The root cause could not be definitively determined as the circumstances at the time of the breaks are unknown. The reamer/irrigator/aspirator (ria) technique guide addresses recommended use and information on care and maintenance is provided per the processing synthes reusable medical devices ¿ instruments, instrument trays, and cases. The returned part was determined to be suitable for the intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. A review of the current design drawing / manufactured revision of the known lot numbers was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. On the initial medwatch an event date of (B)(6) 2016 and unknown were reported. On (B)(6) 2016 is the correct date of event. There should be no concomitant devices for this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While the returned devices were being investigated, it was noted that the previously reported concomitant devices were received broken. It was determined these devices were reportable and no longer considered concomitant. This is report 2 of 5 for (B)(4).